Manufacturer narrative:
The ge representative conducted an on site investigation. The video control and display adapter printed circuit boards were reseated. The system was tested and is now operating as intended.

Event description:
The customer reported that the fluoro on the 9800 system would not adjust and that the left screen was very dark. No pt injury was reported.